Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 180 mg/dl at the time of the call. The customer also reports fluid/moisture in the pump. The customer was assisted with a self test and the pump passed all testing functions. The customer was advised to monitor the pump and to call back if they encountered any further issues with the pump. No further information was provided.